Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Failed battery test was not verified due to severely cracked bleeding lcd glass. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. The device also had high idle current driving from open lcd driver.

Event description:
Customer reported via phone, the insulin pump alarmed failed battery test. Customer stated the insulin pump was bumped and doesn't recall her blood glucose level. Scratches were noted on the buttons. Customer inserted a new battery and the insulin pump alarmed failed battery test again, and alarmed had been cleared before.